Event description:
It was reported that during a lap cholecystectomy, the doctor utilized the harmonic instrument to take the cystic duct without a clip. Before the procedure was completed, the doctor noticed a leak in the cystic duct and had to put in a drain. The device is not available for return. No additional information was available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information from sales rep: surgeon explained the patient had an ercp and was stented. They were not brought back to the or. I asked him about his technique and he stated that he sets the minimum level to 2 on the generator and utilizes the minimum button. Normally, it takes a while to achieve the att elevated tone and he lets the tissue melt or transect off of the blade. He noticed a leak on the gall bladder side, but not the patient side. That patient has not presented with any problems postoperatively.